Manufacturer narrative:
Correction to initial MDR in field . Should have been: (B)(4). Additional suspect medical device component involved in the event: model #: sc-8352-50, serial/lot #: (B)(4). Description: coveredge x 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom for the infection was redness. The patient underwent an explant procedure. The infection was procedure related and not device related. The patient was prescribed antibiotics.

Manufacturer narrative:
(B)(4). Suspect medical device component involved in the event: model #: sc-8352-50, serial/lot #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom for the infection was redness. The patient underwent an explant procedure. The infection was procedure related and not device related. The patient was prescribed antibiotics.